Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint and replaced the green cable due to it was giving green cable errors per the complaint, and the e-clip was replaced because it was damaged during disassembly. Per the mammotome service manual, service test were performed with no functional faults found. The device history record has been reviewed and has passed qa.

Event description:
It was reported that during a breast biopsy, the system displayed green cable error codes. The technician has removed probe and has been able to complete biopsy using another holster there have been no patient consequences.